Event description:
Customer reports to have issues rewinding insulin pump. Customer was able to get insulin pump to rewind, but then had problems getting it to initialize. Customer reports that insulin pump was making a dragging noise before rewinding. Insulin pump would be replaced per customer's request. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, the insulin pump had an unexpected motor noise anomaly noted during the rewind due to faulty motor. The insulin pump was received with cracked case on the display window corners.